Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room. During device check, upon interrogation of the implantable cardioverter defibrillator, post-paced t-wave oversensing was seen. Programming changes were made. There were no patient consequences.